Event description:
The customer contact reported a leak of a chemotherapeutic agent. The tubing set was being used to deliver an unspecified chemotherapeutic agent via a plum pump. After an unspecified length of time, the customer contact reported that solution leaked from an unspecified connection of the tubing to the cassette of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Thought requested, no add'l info was provided, including if the solution that leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
The customer indicated the device was discarded. During the investigation. No possible causes for the customer reported leak of a chemotherapeutic agent were identified. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k8650600. This report represents all the info known by the reporter upon query by hospira personnel.